Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
Additional information later received reported that it was confirmed the battery depletion was normal.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), explanted: (B)(6) 2015. (B)(4).

Event description:
Additional information: the catheter was kinked and surgical observation on (B)(6) 2015 noted a catheter fracture. The severity of the event was noted to be "moderate".

Event description:
The patient was having a lot of back spasms. The interventions, outcome, and drug in the pump were not reported. Further follow-up is being conducted to obtain this information. Additional information later reported the patient experienced consistent slight increase in stiffness. Diagnostics included device interrogation on (B)(6) 2014 with the results of pump nearing end of life. The etiology was indicated to be related to device or therapy and not related to implant. Interventions at the time of the report were no action taken and the severity noted as mild. The event was ongoing. The pump was scheduled to be replaced on (B)(6) 2015. The pump was used to deliver baclofen. Additional information received reported a catheter dysfunction. The pump and catheter were replaced on (B)(6) 2015. The patient was still experiencing a consistent slight increase in stiffness. The event was resolved without sequela. A follow-up report will be submitted if more information becomes available.